Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: material no: 388312, batch no: 2216568. It was reported that catheters would get stuck and the needle wouldn't retract at times. Catheters were difficult to thread causing them to bend when in the patient and when we would remove the catheter it appeared that the tip could have easily detached in the patient. The lot # is 2216568 these were 22 guage IV catheters there was a date range as these catheters were used on multiple patients between december and february. There were no serious injuries but there were some near misses. The catheters would get stuck and the needle wouldn't retract at times. This was painful for patients and could have damaged veins if we could not have safely removed the catheter. There were also a few instances where the catheter would bend when in the patient and when we would remove the catheter, it appeared that the tip could have easily detached in the patient. I think this happened when trying to thread the catheter. They were nearly impossible to thread and I believe this may have caused bending of the catheter. We used many more 20 gauge IV's on patients instead of the 22's due to this. This may have caused more patient discomfort. We were using the IV's for hydration and vitamin infusions.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. However, a trend has been identified for retraction failures and an investigation has been opened by the manufacturing facility to determine the cause of this issue. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: material no: 388312, batch no: 2216568. It was reported that catheters would get stuck and the needle wouldn't retract at times. Catheters were difficult to thread causing them to bend when in the patient and when we would remove the catheter it appeared that the tip could have easily detached in the patient. The lot# is 2216568, these were 22 guage IV catheters. There was a date range as these catheters were used on multiple patients between december and february. There were no serious injuries but there were some near misses. The catheters would get stuck and the needle wouldn't retract at times. This was painful for patients and could have damaged veins if we could not have safely removed the catheter. There were also a few instances where the catheter would bend when in the patient and when we would remove the catheter, it appeared that the tip could have easily detached in the patient. I think this happened when trying to thread the catheter. They were nearly impossible to thread and I believe this may have caused bending of the catheter. We used many more 20 gauge IV's on patients instead of the 22's due to this. This may have caused more patient discomfort. We were using the IV's for hydration and vitamin infusions.